Manufacturer narrative:
Continuation of d10: product ID: 8731sc, lot#serial#: (B)(6), implanted: on (B)(6) 2012, explanted: on (B)(6) 2026, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8731sc, serial/lot#: (B)(6), ubd: 24-apr-2014, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) and a patient via a manufacturer's representative (rep) regarding a patient receiving unknown morphine (13mg/ml at 3.5mg/day) via an implantable infusion pump for spinal pain and degenerative disc disease. It was reported that the patient thought they were not getting therapy. The patient reported a lack of efficacy and volume discrepancies. The rep stated they were going to do a dye study intraoperatively to figure out the issue and may replace the catheter. Environmental, external, and patient factors were not applicable to this event. It was later reported that the catheter was replaced and the rep provided a picture of a small cut of the catheter and noted an external catheter crack. The issue was resolved at the time of the report and the hcp has no further information for the manufacturer.